Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to a company representative and forwarded by our local affiliate (B)(4). This case involves a female patient (age nos) who was administered poly-l-lactic acid (sculptra) sometime in 2006. Relevant medical history and concomitant medication information were not mentioned. Sometime in (B)(6) 2008, the physician reported that the patient developed nodule formation on the nasogeal (sic) sulcus with blood vessels around it. No further information was reported. At the time of this report, the event remains ongoing. (B)(4). Reporter's causality assessment: not provided.

Manufacturer narrative:
Addendum for follow-up information received on (B)(6) 2008: (B)(4). Brr (batch record review) was performed without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). No faults, defects, damages were detectable.